Manufacturer narrative:
Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that no alarms were found to confirm complain code. Proceeded with the following testing to assure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, high and low current measurement test. No unexpected critical pump error (open book) during testing. Unit power up and was tested successfully. No physical damage noted during visual inspection. Unit was cut open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly and no moisture damage noted. No physical damage was noted during visual inspection. In conclusion, customer allegations are not confirmed during testing. No critical pump error (open book image) noted during testing. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer insulin pump was not working and received a other critical pump error on the insulin pump screen. Troubleshooting was performed and found that the customer received an other critical pump error. It was occurred due to the nuclear stress that involves a radiation while using the pump and also reported that the insulin pump performed safety checks and the error was found .no harm requiring medical intervention was reported. The customer will discontinue the use of the device and the device will be returned for analysis.